Event description:
It was reported that the patient experienced a change in therapeutic effect. The patient experienced an increase in baseline pain within the previous two weeks. There was no known related incident or accident reported. The patient requested that the pump medication dosage be increased. The patient lost "a lot" of weight, and stated that the pump "moved around," but did not flip. It was suggested that the patient wear a belt to prevent this movement. There was no recent catheter dye study performed. It was stated that the patient's pump had been (surgically) moved in (B)(6) 2010. The patient's pump was refilled two weeks prior to this report. The patient's pump contained morphine, clonidine, bupivacaine, and baclofen. There was no information provided regarding the concentration or dosage of the medications used in the patient's pump. The patient was not taking any oral medications for pain relief. The patient was to meet with another physician "next week." No further details or patient outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).